Event description:
Additional information clarified that the etiology of the event was a ¿new, illness, injury¿ and not a ¿worsening or exacerbation of a pre-existing condition as previously reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a urinary tract infection. The etiology of the event was noted as a worsening or exacerbation of a pre-existing condition. Patient symptoms of flank pain and urinary frequency along with associated symptoms of dysuria, fatigue, and urgency were reported. The patient was treated with bactrim ds for 10 days. The outcome of the event was noted as ¿ongoing¿. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the patient was also given nitrofurantoin.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v621113, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2013.